Manufacturer narrative:
Further engineering evaluation found that the report says cracks in cooling catheter system (ccs), and they only sent back the ccs (not the laser diffusing fiber (ldf)). It was noted that there were two bends in the ccs, but it is not clear when the bends occurred (i.e. If they were from shipping, handling and/or decontamination). They could not find any cracks in the ccs, but did see a that there is a hole in the side of the ccs located ~15 mm up from the external distal tip of the ccs. This hole looks like a melted external wall of the ccs, however no charring was observed on the ccs.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported they found the catheter was charred during the procedure which was why it was changed, after which they noted the fluid flow was better. There was no excessive temperature indicated in the imaging and they had good ablation results. Return requested. Replacement .6mm core fiber 15mm tip shipped to site. Medtronic investigation of returned suspect .6mm core fiber 15mm tip finds that the returned catheter has bends and cracks in the tubing. Some areas look like they are melted as well. Physical damage - bent, cracked, melted. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the catheter was not allowing as much fluid to flow as normal. This was a spine ablation procedure. In trouble-shooting, the medtronic representative thought the catheter may have been partially obstructed out of the box. Fluid was still flowing just not at the expected rate. They replaced the catheter with a new one and fluid flow returned to normal levels. The patient had been scanned and there is no patient impact.